Event description:
Customer reportedly received result of 23.5 mmol/l on the mobile system and result of 5.8 mmol/l on the compact plus system within 4 minutes of each other. Five minutes later customer tested 5.8 mmol/l on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 278109, expiration date 06/30/2012). (B)(4) for the suspect device used in the compact plus system.